Event description:
Approximately 6 months following successful implant of the gore tag thoracic endoprothesis in a pt with a traumatic aortic rupture, an infolding of the proximal end of the device was detected. One week later, another tag device was implanted without any adverse outcome for the pt.